Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was concluded that the device can not be repaired. The device will be scrapped by customer.

Event description:
The customer contacted stryker to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.